Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported they had numerous fall and that they also fell on (B)(6) 2019. They further stated that "every time I have fallen, I then get out the controller to check it and it always comes up with my numbers but now it wont". They explained that when they fell on (B)(6) 2019, he saw a poor communication screen when he tried to synchronize. Patient stated they had falls other times but does not remember when. No symptoms were reported and no further complications were noted or anticipated